Event description:
The clamp did not obtain hemostasis well. There was bruising on the glans of the penis noted upon removal of the clamp. The clamp was recently re-designed and the complications were not noted with the previous design.